Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of indeflator 20/30 product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). The indeflator was noted to have a leak between the joint of the tube and junction of the indeflator. The indeflator required less effort to pull back on the plunger when it was put in negative pressure after connecting to a compliant balloon. Another device was used to continue the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during unpackaging and/or during preparation for use (such as tapping indeflator to clear air bubbles) resulted in compromising the junction of the hose assembly and syringe housing area; thus, resulting in the reported leak; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.